Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted calcification around the lead tip that may have contributed to the reported increased lead impedance observations. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads. Testing was completed to assess lead electrical performance. Measurements were within normal limits. An x-ray was performed that found the conductors were intact and showed no issues.

Event description:
It was reported that boston scientific technical services (ts) was contacted about high, out-of-range pace impedance of greater than 2000 ohms on the right ventricular (rv) lead causing a lead safety switch (lss). Ts also noted 2 signal artifact monitor (sam) and several non-sustained ventricular tachycardia events with noise on the rv channel. The rv lead was later replaced, and the lead tip separated from the rest of the lead and had to be retrieved during the procedure. The physician also elected to replace the device due to a non-product related experience. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted about high, out-of-range pace impedance of greater than 2000 ohms on the right ventricular (rv) lead causing a lead safety switch (lss). Ts also noted 2 signal artifact monitor (sam) and several non-sustained ventricular tachycardia events with noise on the rv channel. The rv lead was later replaced, and the lead tip separated from the rest of the lead and had to be retrieved during the procedure. The physician also elected to replace the device due to a non-product related experience. No additional adverse patient effects were reported.